Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a 1124 (cbit) "battery failed" error code occurred, and although the customer tried a different battery, the issue remained. The rse advised the customer that the next step would be to replace the power management (pm) printed circuit board assembly (pcba), and the customer requested onsite service for the pm pcba to be replaced. The rse informed the customer that an authorized service provider (asp) engineer was scheduled for this service. Upon arriving onsite, the asp engineer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit has an error code 1124 - battery failed. The customer stated they tried a different battery and it has the same issue. The customer requested onsite service. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.